Manufacturer narrative:
This device remains implanted and in-service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) and right atrial (ra) leads exhibited noise oversensing. Technical services (ts) was consulted and suspected that the patient may have undergone a procedure during which a magnet was applied. It was noted that the patient was brought in for a lead evaluation, and noise was observed only on the shock channel during arm movement across the chest. Ts indicated that, based on the configuration of the shock channel, the presence of myopotential noise under these conditions was not atypical. This ICD, rv and ra leads remain in service. No adverse patient effects were reported.